Manufacturer narrative:
(B)(4): the customer reported that the device failed to discharge during use. There was no negative pt impact. The device was evaluated by a philips fse. The reported symptom could not be duplicated. There were no ECG strips or event summary available for review. After passing all performance verification testing the device was returned to use. There is no info that supports that the device did not meet product specifications during this event. We are unable to determine the cause of the reported symptom as it could not be reproduced.

Event description:
The customer reported that the device failed to discharge during use. There was no negative pt impact.